Event description:
It was reported, the patient experienced a change in therapy effect following a refill session last month on (B)(6) 2012. It was reported, it took the health care provider (hcp) twenty minutes just to locate the port to fill the pump. It was reported, the hcp, ¿had to really dig around my pump and to pull the port to the top because apparently it¿s come out of its pocket and I¿ve lost weight.¿ it was reported, the pump has come out of the pocket. Since the patient¿s last refill, the patient experienced pain and swelling where the pump was located. It was also noted, the patient did not feel they were getting as good of pain relief. It was reported, the hcp had just increased the patient¿s medication dosage by ten percent. The device system was used to administer morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).